Event description:
It was reported that the customer's insulin pump had a sensor anomaly. When he/she inserted a new sensor, the green light on the transmitter did not flash. The customer's blood glucose level was not reported. When the customer removed the sensor, he/she could not see the cannula part of the sensor. The product was returned. Nothing further to report.

Manufacturer narrative:
Reliability analysis inspected 1 opened/used enlite sensor and performed visual inspection. Found sensor cannula retracted inside the sensor base, then found the broken cannula attached to the tubing. Unable to confirm if customer received sensor in said condition because the customer returned sensor opened/used.